Manufacturer narrative:
H3, h6 h10: the reported curved ultra fast-fix assembly, used in treatment, has been returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length/ no suture or ts remain on the delivery needle or were returned for examination. The trigger has been fully advanced and locked within the handle indicating a complete deployment. The condition of the device indicates the trigger was likely advanced during the deployment of t1 causing the simultaneous deployment of t2. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during meniscus repair surgery, the ultra fast fix implants were deployed simultaneously. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.